Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain, peripheral neuropathy, and spinal pain. It was reported over the course of a year and a half after implant , the patient's dose was adjusted multiple times. It was noted at times the patient had symptoms consistent with no receiving enough pain medication and at other times the patient's symptoms were consistent with receiving too much medication.